Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Notes: initial MDR originally submitted to the FDA on 16nov2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 27/feb/2018 and inspection of the unit was performed on 28/feb/2018 where the quality control inspector found the following: equipment serviced by non-pentax facility.. Bending rubber glue non-pentax technique. Bending rubber non-pentax material. Distal cap - fixed type failed seal integrity inspection. Passed dry leak test. Segment screw disconnect at insertion tube. Passed wet leak test. Insertion tube non-pentax material. Primary operation channel non-pentax material. Customer complaint confirmed. Ccd wire insulation cut (severe exposed shield wire). Scope case not received scope receive in box. Pve connector housing scratched. Umbilical cable single buckled under pve root brace. # 2 remote control button cover cracked . Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 25/apr/2018. Parts replaced: o-rings and seals. Distal end w/ccd-m imp-t pb-free/nt. Adjusting collar. Bending rubber. Segment attaching screw. Distal case attaching screw. Insertion flexible tube. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Rl pulley assy. Ud pulley assy. Remote control button(1). Air/water supply tube lg. Suction channel lg. Light guide cable. Gi-90/i10/k10 series cardboard scope cas. Root brace rubber. Fwd body frame(1). Fwd body frame(2) imp-1. Fwd body trim cover attaching nut. Insulation ring assy. Deflector body link. O-ring(0.5x1.3). Distal case/cap. Rl lock knob retaining nut cover.